Event description:
It was reported that patient underwent a total knee arthroplasty in (B)(6) 2015. Subsequently, patient is experiencing loss of range of motion and swelling. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.